Event description:
Biopsy tissue collected with snare and removed from endoscope. Snare would not re-open even with significant troubleshooting. Staff commented that it appeared as though the snare was twisting up inside the sheath. FDA safety report ID # (B)(4).